Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 157 mg/dl on the meter and 106 mg/dl on the lab. Tests were done within 10 minutes with a difference of 48%. Patient did not experience any adverse events. No further information has been reported.